Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7084995/7084901. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: (B)(6). Batch: 34018688.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead sites. Symptoms of purulent discharge and impaired wound healing at the pocket incision site were noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.